Event description:
It was reported that lead was replaced one day after implant due to dislodgement and positioning/fixation difficulties. Fixation lobe would not undeploy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on the distal conductor, outer tubing overlay and in/on the helix/lobe mechanism. It cannot be determined but likely the blood in the overlay tubing restricted deployment.